Event description:
User experienced free t4 result for one patient which did not fit the clinical picture. Free t4 result gave 33.6 pmol/l. User sates patient is clinically euthyroid. No information was provided to determine if any adverse events were reported. If additional information is received, appropriate notification will be provided.